Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to an electrically shorted capacitor, designator c177 on the analog pcb assembly. The shorted capacitor depleted the internal hybrid layer capacitor (hlc) batteries and the charge-pak battery charger (cp); which prevented the device from powering on. The customer received a replacement device.

Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. The installed battery had a lot number of 1715 and expiration of 5/31/2020. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on.  There was no patient use associated with this event.